Event description:
Event description boston scientific received information that this transvenous ventricle lead displayed a drop in impedance from 1100 to 700 and no capture at maximum output. A boston scientific technical services (ts) consultant suspected the lead has moved, and suggested obtaining an xray.